Manufacturer narrative:
The device was returned to the service center and evaluated. The clip arm and spring were received in the original packaging which was already open. A visual inspection of the returned device revealed the entire device was not returned, only the clip arm and spring. No abnormalities were observed on the clip arm, the clip pipe was not returned. The spring was attached to the clip arm, foreign material was observed on the clip arm. A test for functionality was unable to be performed as the device had been previously been deployed and only the clip arm and spring returned with no other pieces. The returned items were forwarded to the OEM for additional inspection, if additional information becomes available following this device evaluation, a supplemental report will be filed.

Event description:
The service center received a report for a single use repositionable clip (hx-202ur), lot number 96k, that misfired during a procedure. It is unknown if the quick clip was inspected prior to use or the type of endoscope used. It was reported the endoscope did not have a forceps elevator and there was no issue inserting the device into the scope. The physician was placing the clip when the device broke and fell into the patient during a colonoscopy. The clip was being placed onto a site that a polyp had been removed. It was reported the patient had very minor bleeding and no additional medical intervention was provided. The physician retrieved the device with biopsy forceps and used a new clip to complete the procedure. It was reported the intended procedure was completed with no delay and the patient outcome was good.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The original opened sterilization package, with the received condition clip arm and spring, arrived at the original equipment manufacturer in aomori, japan on january 30, 2020. The entire device itself was not sent back. The device history record was reviewed and no anomalies were noted for the production lot noted on the opened sterilization package. The observation of the clip arm indicated there were no deformations or abnormality in the dimensions of the connecting portion of the clip arm. The returned condition items were tested as indicated on the process inspection form. The returned condition items were noted to be non-conforming to specifications. These results were based upon the duplication of test results of a past similar case. The results indicated, that depending on the production of the clip arm and the hook, and the turning force applied, can cause a clearance to be too large. This caused the joint between the clip arm and the hook to detach. As a result, the clip detached from the hook. Additionally, there is a possibility that a turning force applied to the device during transportation can cause the defect. However, the exact cause of the problem could not be conclusively identified. The manufacturing site has made an improvement to reduce the clearance between the clip arm and the hook to prevent this phenomenon. In addition, the manufacturing site will strictly manage the acceptability specifications in order for the devices to pass the manufacturing inspection.